Manufacturer narrative:
The field service center has not completed the evaluation of the ventilator.

Event description:
It was reported that the ventilator had a constant disc/sense alarm condition. It is unknown if the ventilator was connected to a patient when the reported problem occurred.